Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After a 6f mach1 guide catheter crossed the lesion, a 3.50x38mm promus premier¿ drug-eluting stent was then advanced through the mach1 guide catheter to treat the lesion. However, a kink was noticed on the guide catheter. When the physician attempted to further advance the promus premier¿ stent thru the guide catheter, it looked like the edge of the stent was lifted. Both devices were then removed from the patient. The procedure was completed with another guide catheter and a 3x38mm promus stent. No patient complications were reported.